Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 150 (mg/dl). The customer continued to use the pump for insulin therapy.